Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose on an unknown date was 600 mg/dl; no signs or symptoms of hyperglycemia were reported. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting, it was reported that the tubing is never primed. There was no allegation or indication of a device malfunction. This complaint is being reported because the reporter health event was attributed to a use error.